Event description:
It was reported that the right ventricular (rv) lead had impedance of 2500 ohms and the lead was fractured. This rv lead remains in service. No adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.